Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the hypotension, dissection, and cardiac arrest could not be definitively determined based on the information available. Review by shockwave medical safety and medical affairs determined that the event was possibly related to the ivl device and causally related to the procedure. Patient decompensation was assessed as procedure-related, with the chronic rca occlusion and procedural factors likely contributing to a supply-demand mismatch. It is not clear if the device itself contributed to the patient decompensation. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2 aero coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a tortuous distal lesion in the right coronary artery (rca). The rca exhibited a shepherd's hook anatomy with a tortuous distal segment. The circumflex artery was chronically occluded, with the rca providing collateral flow to the circumflex. Ten ivl pulses were delivered. Persistent contrast staining was observed, prompting a procedural pause. A guide extension catheter remained in place alongside the ivl balloon. The physician confirmed the balloon had ruptured and that the guide extension moved and dissected the vessel. Subsequently, the patient's blood pressure dampened and the patient developed cardiac arrest. Resuscitation efforts were initiated, including defibrillation, chest compressions, and administration of unknown medications. The patient was intubated during the procedure and was placed on impella support. The patient's status is stable.